Manufacturer narrative:
The complaint device was returned to stryker sustainability solutions for evaluation. Upon visual inspection of the received complaint device, a bend was identified 6cm from the distal tip. The device inspection revealed the catheter was unable to meet specification for curve and planarity. A review of the DHR supports that the device met all inspection and test criteria prior to release from stryker. The most likely root cause is mishandling subsequent to distribution, including shipping/storage conditions or improper manipulation of the catheter. The instructions for use (IFU) state: do not exert excessive pressure during placement of catheter if unknown resistance is encountered. Do not attempt to use the reprocessed ep catheter prior to completely reading and understanding the directions for use. Avoid excessive torque, stretching, kinking and/or bending of catheter, as this may interfere with distal tip shaping or cause damage to internal electrode wires. Avoid manual pre-bending of distal curve, as this may damage steering mechanism of steerable catheters. Handle catheter with care to avoid improper electrical functioning. The reported event will continue to be monitored through post-market surveillance.

Event description:
It was reported that the electrophysiology catheter was defective; there was a defective primary curve. The complainant was unaware of any patient injury, medical intervention, or extended procedure time. These are commonly used devices that are readily available.